Manufacturer narrative:
It was reported that strikethrough was experienced with the aurora, poly-reinforced, raglan sleeve l4 gown. No one was injured and the case was completed. A physical sample of the gown was not collected. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Experienced strikethrough of the aurora, poly-reinforced, raglan sleeve l4 gown.